Manufacturer narrative:
(B)(4). The pipeline flex will not be returned for evaluation as it was discarded by the customer. The device was not returned for analysis; therefore the report of pipeline flex failure to open could not be confirmed, and the event cause could not be conclusively determined. It should be noted that the pipeline flex was attempted to be used to treat a dissection in a vessel with severe tortuosity. Per pipeline flex instructions for use (IFU): ¿the pipeline flex embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ mdrs related to this event: 2029214-2016-00097, 2029214-2016-00098, 2029214-2016-00099.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. It was reported that the patient was undergoing treatment for a dissection in the cervical internal carotid artery (ica). Landing zone artery size was 4mm proximal and distal. The patient's anatomy was reportedly severely tortuous and challenging. There was a tight loop in the cervical carotid. All devices were prepared as per IFU. It was reported that a pipeline flex was attempted. At deployment, the pipeline flex appeared to be trumpeted on the distal end. The pipeline flex was removed from the patient. Ultimately, a different device was used to complete the procedure. Post-procedure angiographic result showed reconstruction of the dissection. There was no report of patient injury as a result of this event.